Event description:
On (B)(6) 2012 during the ride patient disposable test the device failed volumetric accuracy test during last fill = 321.4ml (allowable range 333.0ml to 362.0ml). There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. An external/internal inspection was performed and passed. The assignable cause for the ride patient disposable test was undetermined.